Manufacturer narrative:
B5-the reporter indicated that a 13.2mm vticm5_13.2 -9.00/2.0/076 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause of event was unknown. H6- health effect-impact code: 4627 to 4629 - previous code not applicable, the lens was replaced not explanted. Claim # (B)(4).

Manufacturer narrative:
B5: the reporter indicated that a 13.2mm vticm5_13.2 -9.00/2.0/079 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Patient is happy. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2023 and the patient experienced excessive vault. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.